Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, system was not in clinical use when the issue occur . The philips field service engineer (fse) inspected the system onsite and confirmed that flat detector pump not working properly. Upon functional test fse found that detector was too hot which resulted in the system was not able to use. Fse replaced the detector tcu-fd mod which helped in resolving the issue. After replacement of the  detector tcu-fd mod , system was returned to use in good working order. The codes were updated based on the investigation outcome. Health impact code was corrected.

Event description:
It has been reported to philips that the detector was too hot which resulted in the system not being able to be used. No harm has been reported to philips. Philips has started an investigation of this complaint.